Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of a fast-fix 360 curved was loosened. Surgery was resumed, with a back-up device but it is unknown whether it caused or not a surgical delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
B5, e1: address line 1 and us city or (foreign state/province/territory) , h6: health effect - impact code.

Event description:
It was reported that, during a meniscus repair surgery, the t2 suture knot of a fast-fix 360 curved was loosened. The t implants were removed from the patient by tweezers. Surgery was resumed, with a back-up device, after a non-significant delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the suture and both implants off of the needle. The slip knot was fully reduced. A functional evaluation found the knot could not be reduced any further and it was not possible to loosen the knot. No issue was found. A review of the customer provided image found packaging confirmed the reported product information and showed the distal tip of a fast fix 360 needle. It was determined the device did not contribute to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction. No containment or corrective actions are recommended at this time.